Manufacturer narrative:
Additional data: device evaluation: the lens was returned in liquid inside a lens vial. Visual inspection found a tear in the haptic and optic. The lens was also missing a piece of its haptic. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot.(B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.00/135 (sphere/cylindar/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2017. Also reported is significant endothelial cell loss. Claim reporter states "big corneal edema after surgery. Thicker paquimetry...refraction modified." Reportedly the eye healed properly after surgery.